Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella 5.0 device for mechanical circulatory support. It was reported that the patient was brought to cath lab for left atrial extracorporeal membrane oxygenation (ECMO) and removal of the impella due to a thrombus seen on an echocardiogram. The impella was removed and the patient continued ECMO support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.